Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F26: no patient impact f1908: delay of less than one hour h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that the site called asking guidance on how to use 2d long film. Technical services told the user to go to 2d and switch to "long film." They were unable to find this feature. It was discovered that the site does not have the 2d long film feature. There was less than an hour delay in surgery. There was no impact on patient outcome. Additional information was received. This event was deemed a user error.